Manufacturer narrative:
(B)(4). Medical product- nexgen lps-flex gsf femoral component option size e right catalog# 00576401552 lot# 62432202, nexgen lps-flex articular surface size e f 10mm height catalog# 00596203210 lot#62305092, nexgen tibial tray size 3 catalog# 00595403701 lot# 62387184, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog# 00597206532 lot# 62407106. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This is one of multiple reports for this patient: 3007963827-2017-00219, 0001822565-2017-03286, 0001822565-2017-03287.

Event description:
It was reported that patient underwent a revision procedure due to unknown reasons seven months post implantation.

Manufacturer narrative:
(B)(4). This follow up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information received from the customer. Statement is not required as pce was not performed. Device history records were reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be will be filed accordingly. Zimmer biomet will continue to monitor for trends.